Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and after an unknown latency had mild swelling, also, device malfunction was identified for the reported lot number. No previous medications, concomitant medications and concurrent conditions were reported. Patient had arthroscopic surgery 2 years ago. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once for arthritis (batch/ lot number: 7rsl021 and expiry date: unknown). On an unknown date in 2017, after an unknown latency, patient had mild swelling corrective treatment: ice and paracetamol (tylenol) for mild swelling outcome: unknown seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot for arthritis and after that she had knee swelling. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.